Event description:
It was reported to the physician by the patient's mother that the patient passed away. It was reported that the patient's neurologist did not know the cause of death to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.